Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there were no unused spins in the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the images were grainy, but this was resolved by reloading the software and performing a panel gain calibration. The imaging system then passed the system checkout and was found to be fully functional. H4) missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system is showing washed out images during hd scans. The system had a planned maintenance (pm) done recently and the image quality change is claimed to be happening after that. There was no patient impact reported and no delay to surgery.